Manufacturer narrative:
(B)(4) analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per spec with accurate readings. The canula was bent however, unable to confirm if customer received sensor in said condition due to product was returned opened/used.

Event description:
The customer reported that she was having trouble with sensor readings and experienced high blood glucose. She stated her sensor read 50 mg/dl when her blood glucose was 186 mg/dl. Then, the customer received another reading of 78 mg/dl when her blood glucose was 523 mg/dl. The reported reason the customer's blood glucose was high was that the insulin pump had suspended basal insulin delivery due to the low sensor readings. It was found that the customer was following proper calibration procedure. She removed the sensor and it stated it was bent. The customer again measured her blood glucose which was 488 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.